Manufacturer narrative:
The customer believes that the patient sample tube that generated the questionable results was contaminated. The cobas e801 had performance check testing performed with acceptable results. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient tested on a cobas 8000 e 801 module. The results in question were not matching the patient's clinical picture. The initial hcg+beta result was 1648 miu/ml. The initial result was reported outside of the laboratory. The physician questioned the initial result and requested the same patient sample tube to be retested. On (B)(6) 2019 the same patient sample tube was tested twice with hcg+beta results of 641 miu/ml and 707 miu/ml. The same patient tube was tested with "trod hcg" and was positive. The patient was supposed to be negative for hcg testing. A new sample was collected from the patient and the negative hcg result that was expected was confirmed. The specific result was not provided. The cobas e801 serial number was (B)(4).

Manufacturer narrative:
Fields results and conclusion codes were updated.  The calibration data and qc recovery were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.